Event description:
This 71 year old male had a self-contained inflatable penile prosthesis inserted in 1990. At this time (1990) he had an elective removal of has ams hydraflex prosthesis with insertion of a newer style dynaflex prosthesis. It is this prosthesis that now appear to have failed and is no longer functioning. Gross exam: no apparent rupture.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.